Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex. The device was returned to a third-party service center a with no initial alleged complaint. During evaluation, the technician observed foam particles inside the blower kit. The devices sound abatement foam needs to be replaced to address the issue. Additionally, the device had dust contamination. The device also displayed error code 63 (err_stuck_knob_key), error code 65 (err_stuck_encode), error code 66 (err_stuck_encode), error code 19 (err_wdog_test) and error code 55 (err_therap). The device was scrapped by the service center after the evaluation was completed.